Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was not determined that the tower door was failed. A field service engineer replaced the latches due to the age of the components and proactively replaced all eight branches in the tower. Fse performed a full harbor test and verified all functions. I then rebooted the station and checked door operations at the customer inventory area. All doors operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 3 failed and this malfunction was preventing reliable access to medications, which caused delay in patient care. This was affecting timely medication retrieval in the emergency room. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.